Manufacturer narrative:
B3: the event date is not known. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that for the last 4-5 days, their spine had been burning by their tailbone/level with where battery sat and they were wondering if it could be related to the device. The patient stated that they had tried turning their therapy off to see if the burning subsided, but there was no change. The patient also mentioned that when they sat on the toilet, it hit a nerve in their leg and made their toes spasm and lock up. The patient reported this started 1 year after getting the device implanted, and wasn't certain if it was related to the device or not. The agent asked the patient if they noticed any change with their toes when the therapy was off and the patient stated they didn't pay attention to that because the burning of their spine was more severe. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further add ress the issue. The patient stated they were currently not in the same state as their hcp so the agent suggested the patient go to emergency room or urgent care if the burning worsened suddenly or severely and became intolerable. The agent also provided the patient with the n ational answering services phone number to give to emergency room staff if needed.